Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, allergic rhinitis, drug abuse, dependence on barbiturates, seizures, ankle operation and tonsillectomy. Previously administered products included for an unreported indication: ibuprofen. Past adverse reactions to the above products included nausea with ibuprofen. Concurrent conditions included hypertension since (B)(6) 2018, spotting vaginal, pain pelvic, cramp in lower abdomen, pap smear abnormal, endometriosis, vaginal discharge, vaginal odor, abdominal pain, papanicolaou smear abnormal, bacterial vaginosis, uterine leiomyoma, uterine bleeding, fibromyalgia, constipation, dysfunctional uterine bleeding, renal insufficiency, submandibular space infection, leukocytosis, migraine, bipolar I disorder, suicidal ideation, vitamin d deficiency, adjustment disorder, anxious mood and dysuria. Concomitant products included alprazolam since (B)(6) 2018, amoxicillin since (B)(6) 2017, clindamycin since (B)(6) 2017, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and pregabalin (lyrica) since (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with metronidazole (metrogel vaginal) and surgery (exploratory laparotomy with right and left salpingectomy and removal of right and left essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy bleeding, depression. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: vaginal, depression, mental anguish and dyspareunia (painful sexual intercourse). Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.